Event description:
It was reported that this lead exhibited high out of range impedance measurement, measuring greater than 2000 ohms. In addition, the non-boston scientific rv lead exhibited possible loss of capture and noise with pacing inhibition of two seconds. Subsequently, the rv lead was surgically abandoned and the crt-d was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).